Event description:
It was reported that the patient was experiencing intense pain at the lower back due to lead migration. The patient also stated that the pain interfered with concentration and tasks. The patient underwent a revision procedure wherein the leads were repositioned using a new stylet. The patient felt coverage at the right area postoperatively however, the stimulation was inadequate.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: m365sc2218500, serial: (B)(4), batch: 7095087.